Manufacturer narrative:
Additional information: a review of radiographic images shows that 2 ap views of complex segmented construct of lumbar spine. Broken rods appear above the l4 screw on the left side of the picture and below the l4 screw on the right side. Suggests pseudoarthrosis or loosening of right l4 screw in bone or on rod. Results are inconclusive.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that 2 rods were discovered broken. "Probably due to no arthrodesis". No further details are known at this time. It is unclear if a revision surgery has been performed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.